Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic vertebral compression fracture at l2. The bkp procedure was completed successfully with no patient complications however, 2-3 hours post-op, the patient "developed disturbance in breathing and blood-stained sputum". X-rays were taken and showed that the entire lung field was white. The patient was diagnosed with an "alveolar hemorrhage". According to the report, "the patient is currently doing well and satisfied with bkp" however, the patient is still in the hospital under the direction of the physician. No other patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Devices of multiple part/lot numbers were implanted during the procedure including: part: kpt1502 / lot: unknown; part: c01a / lot: unknown; part: a07a / lot: unknown. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.